Event description:
The account stated that the cell-dyn 4000 analyzer generated a platelet count of 19.2 k/ul on a pt diagnosed with acute sepsis. No flags or warning messages were generated on the initial run which was reported out of the lab. The sample was repeated yielding a platelet count of 58.2 k/ul and a corrected report was sent out. The pt was redrawn and the sample yielded a platelet count of 22.7 k/ul and repeated at 26.7 k/ul but the sample was found to be clotted so the results were not reported. There was no impact to pt management reported.